Event description:
On (B)(6) 2015 the patient¿s programming history was reviewed and a programming anomaly was observed. On (B)(6) 2014 a faulted system diagnostics test changed the patient¿s settings to test settings. The settings were only partially corrected prior to the patient leaving the office visit.

Manufacturer narrative:
Analysis of programming history.